Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio precision results. Results as follows: inratio: >7.5, 1st re-test: 2.6, 2nd re-test: >7.5. All three tests were done within the same hour. Therapeutic range: 2.0 - 3.0. Caller reports touching finger to the sample well. Patient self tester called back on (B)(6) 2014 to say she received a normal result on an alternate poc meter.